Event description:
Healthcare professional reported at the time of injection with juvederm ultra plus xc in the oral commissures, vermilion border, and nasolabial folds patient developed "important erythema" of the oral commissures. Fifteen minutes after injection, patient developed edema, "heat sensation, and burning." The day after injection, all of the injection sites turned a maroon color (dark/blackish) and the skin was dry and peeling. Patient was prescribed cephalexin and cortisol histamine. Patient additionally self-treated the injection sites with a topical application of ice which caused a "burn/stain" of said locations. Patient also developed a "scar in the nasolabial folds" from the burn caused by the ice application.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling: undesirable effects. The patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. Staining or discolouration of the injection site. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. Any other undesirable side effects associated with injection of juvederm ultra plus xc must be reported to the distributor and/or to the manufacturer.